Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5 and 6 need to replace. The field service engineer found that the ball bearings from drawer 6 were missing and the retractor band was not connected. The engineer then replaced the rail, reseated all cables and wires, rebooted the system, and verified it was operable in hta to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es that the main drawers 5 and 6 need to replace. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.